Event description:
Removal of faulty port-a-cath. A (B)(6) with multiple myeloma had infusion port placed on (B)(6) 2011. Recently had difficulty drawing fluid or blood out of the port and imaging study showed a defect. Returned to surgery for removal of old port and placement of new. A slit and a break in the catheter approx 6 cm from its attachment to the port was found. Etiology was not obvious but there was complete disruption of 50% of the circumference of the catheter.